Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2352-70, serial # (B)(4), description: linear 3-4 lead, 70cm. The explanted device was not returned to bsn.

Event description:
A report was received that after a revision procedure, it was noticed that one of the leads had perforated the patient's cheek as they were waking the patient up from anesthesia. The patient underwent another revision procedure wherein the lead was replaced. The patient was doing well postoperatively.